Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was removed from service due to lack of atrial impedance measurements and problems with the atrial channel/header.